Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using the capio suturing device, the patient developed a pelvic floor hematoma for unknown reasons. The physician completed the procedure with this device and the patient was reportedly "fine" post-procedure, but was kept overnight for observation.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.